Event description:
It was reported that at 13,668 joules while using the surgical fiber during a prostate procedure, the fiber was damaged. Time expended: 5:36 minutes. The case was completed using an alternate procedure (turp). There was no patient injury reported.